Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used on (B)(6) 2026. During the procedure, one recapture was performed to move the closure device slightly more proximal. Post procedure, an effusion was noted on transthoracic echocardiography (tte) around the left atrium and left ventricle. The physician performed a pericardiocentesis and 280ml of bright blood were drained in the evening and 200ml overnight. The pericardial drain was removed on (B)(6) 2026. The patient stayed overnight for observation and repeat echocardiograms. The patient was discharged on (B)(6) 2026 on plavix and is expected to fully recover.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used on (B)(6) 2026. During the procedure, one recapture was performed to move the closure device slightly more proximal. Post procedure, an effusion was noted on transthoracic echocardiography (tte) around the left atrium and left ventricle. The physician performed a pericardiocentesis and 280ml of bright blood were drained in the evening and 200ml overnight. The pericardial drain was removed on (B)(6) 2026. The patient stayed overnight for observation and repeat echocardiograms. The patient was discharged on (B)(6) 2026 on plavix and is expected to fully recover.